Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced by olympus. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had a blurred image and when the image does appear, there are blue and pink lines on the screen. The issue was found during preparation for use for a therapeutic procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of no image was not confirmed but is likely to have been a sporadic issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.